Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 03/31/2024, it was reported that the patient was feeling dizzy and nauseous. The patient¿s cgm was reading 200 mg/dl, no bg meter reading comparison was done at this time. While sitting down to eat dinner, the patient lost consciousness. The patient¿s husband called an ambulance. Once emergency medical services arrived, the patient¿s bg meter was checked, and reading was 30 mg/dl. The patient was treated with an ¿epi-pen for diabetes¿ (presumed to be a glucagon injection). The patient regained consciousness after treatment and was then transported to the hospital. At the hospital, the patient was further treated with IV fluids containing sugar. The patient was discharged home after approximately 22 hours. At the time of contact, it was indicated that the patient felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.